Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the morning check. The customer biomed tested the therapy cable and found an open wire near where the cable attaches to the heartstart mrx. There was no patient involvement.